Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw seemed stripped as the wrench did not properly engage the set screw. The set screw adhered to the wrench and pulled right out of the grommet. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.